Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k013227.

Event description:
It was reported that during the procedure he went to open one of the implant but it was empty. Then he try the second box of the implant and it was empty too. Then he reach the third box of tsvb11 implant and the box was empty as well. The procedure was completed using another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) three impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) packaging were returned for investigation. Visual inspection of the as returned product packaging identified only the outer box and outer vial were returned for all three devices, the sterile barrier was completely broken on two devices and partially broken (2/3 tamper seals broken) on the 3rd device. Furthermore, the implant cap for that device was completely removed before being returned. The inner vial, implant and inner components were missing for all three devices. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. The devices were reported during initial use. Pictures or x-ray images were not provided. The conditions of the products when they first reached the customer are unknown. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that during the procedure he went to open one of the tsvb11 but it was empty. Then he try the second box of the tsvb11 implant and it was empty too. Then he reach the third box of tsvb11 implant and the box was empty as well. Per customer the 3 implant were the same, with same lot number. The customer was able to complete the procedure using another horizon implant. The reported complaint device packaging was returned for all three devices and the reported complaint could not be verified for all three devices as the received condition of the product is unknown and the complaint cannot be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d4: expiration date, UDI g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative